Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they did not feel like she was getting enough insulin because her blood glucose levels were running between 200 mg/dl to 300 mg/dl. The customer stated that when she had changed the infusion set, the cannula had folded in half and they were not getting any insulin. The customer did it a second time but skipped the fill cannula step. The customer was not getting insulin for a while so her blood glucose levels went up and she could only give herself a correction when she ate. The customer also stated that they had experienced high blood glucose levels over 400 mg/dl, and they had noticed the cannula was bent. The customer declined troubleshooting for the bent cannula. The customer also reported that they were hospitalized in december for diabetic ketoacidosis before she got on the insulin pump. The device will not be returned for analysis.